Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm stent. However, the stent could not cross the lesion. Upon removal of the taxus stent from the patient's body stent strut damage was noticed. No patient complication or injury was reported. The procedure was successfully completed using another taxus express2 3.0 x 12 mm stent. Patient status is reported to be "satisfactory/good."